Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was exhibiting decreased r wave measurements and had microdislodged. The physician elected take the rate sense terminal out of service. A new sensing lead was added to the system.